Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer's subsidiary, the issue occurred twice, first time was three weeks prior to this occurrence (B)(6) 2018. They continued to use the epgs with the calibration error message.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a calibration error message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (egs) to fail calibration due to a defective oxygen (o2) sensor. The epgs was connected to a system 1 simulator, a central control monitor (ccm) and o2 and air were attached. After the 15-minute warm-up period calibration was initiated and failed. The measurement of direct current (dc) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 2.73 volts, outside of the specifications of 0.757-2.551 volts. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Further information was received that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure.

Manufacturer narrative:
The reported complaint was confirmed. The user facility was using an oxygen (o2) sensor that was expired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the customer switched to a pole mounted blender.